Manufacturer narrative:
H3/h6: one used device was received for evaluation. The device was visually inspected and there were no damages or anomalies observed. The cassette was filled with 50ml of water using an ICU medical provided syringe. During filling, a leak was observed from the cassette bag. The cassette outer casing was then removed to locate the leak site. The leak is located on the cassette bag surface by side d. Upon closer inspection under magnification, a tear was observed on the cassette bag surface. The complaint of leakage can be confirmed. The probable cause is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 50 ml cassette was leaking. There was no patient involvement.